Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient thinks he might have a broken wire on his ins because he feels shocking when he moves a certain way. The patient stated he turned his ins off. The patient stated he knows what it feels like when the device shocks him "in auto" and this was not like that. Patient states he was feeling nothing and then when he moved a certain way it shocks him. The patient stated he had a doctor's appointment, but he had to have surgery to remove his gallbladder. The surgery was stated to be unrelated to the device or therapy. Patient was implanted for non-malignant pain and chronic low back pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.